Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis documented that the device was unable to sustain pacing output without a programming head over it. Further analysis found the cause of the reported oversensing at the time of implant was due to unstable voltage levels that were measured across a capacitor.